Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No blank display noted during testing. Unit passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, electronics stack and motor had moisture damage.

Event description:
It was reported that the insulin pump had blank display. Blood glucose level of the customer was 5.7 mmol/l. The customer was assisted with the troubleshooting and display returned after restarting the insulin pump. The customer stated that the contacts on the battery cap were neither missing nor damaged and insulin pump was not exposed to the moisture. The insulin pump will not be returned for the analysis.